Event description:
It was reported that three days following the system implant procedure, the right atrial (ra) lead dislodged. The physician surgically repositioned the ra lead, but during the procedure, the lead disconnected from the device header. Header damage was suspected. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The ra lead remains implanted and in-service. The explanted device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies, although the right atrial and right ventricular set screws were not returned with this device. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was hypothesized that the physician potentially used an incorrect torque wrench during the procedure which could have contributed to the clinical allegations, but this has not been confirmed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that three days following the system implant procedure, the right atrial (ra) lead dislodged. The physician surgically repositioned the ra lead, but during the procedure, the lead disconnected from the device header. Header damage was suspected. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The ra lead remains implanted and in-service. The explanted device is expected to be returned for analysis, but has not yet been received.